Event description:
The customer complained of erroneous results between his coaguchek xs meter with an unspecified serial number and the doctor's coaguchek xs meter. On (B)(6) 2016 the customer had a result of 8.0 inr on his meter. On (B)(6) 2016 the customer tested on his meter and the result was 8.0 inr again. The customer went to the doctor within an hour and the result on the doctor's coaguchek xs meter was 4.7 inr. A different finger was used for each test. The result from the doctor's meter was believed to be correct so at that point a laboratory test was performed and the result was either 4.5 inr or 4.7 inr. It was noted that the customer had "some bleeding" with the results of 8.0 inr. The customer's coumadin dose was held for 2 days based on the results from the customer's meter. The customer was given vitamin k but he declined to take it. He controlled his inr by diet. The customer's therapeutic range is 2.0-3.0 inr. No adverse event occurred. The customer is stable. The customer does not have any antiphospholipid antibodies. The suspect product was requested for investigation.

Manufacturer narrative:
Based on a review of the meter memory, the customer had an additional result of 8.0 inr on (B)(6) 2016. The customer's coaguchek xs meter serial number was (B)(4). The customer returned the meter and test strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 124153-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.